Manufacturer narrative:
As this lead remains implanted it will not be returned for analysis. Should additional information become available this event will be updated.

Event description:
Boston scientific receive information that increase thresholds intermittent loss of capture and a micro dislodgement was suspected when it comes to this right atrial (ra) lead. At this time there is no change to the lead status. No adverse patient effects were reported.